Manufacturer narrative:
This device was included in that field action, but returned product testing found the device did not perform as described in the field action. Product event summary: the device was returned and analyzed, and no anomalies were found.

Event description:
The device was returned to the manufacturer where it was analyzed and no anomalies were found.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that the patient's implantable cardioverter defibrillator (ICD) was explanted and replaced for short longevity expectations. It was also reported that the patient's right ventricular (rv) lead was capped and replaced for spurious sensing events. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Corrected information: no eval explain code if information is provided in the future, a supplemental report will be issued.